Event description:
According to the initial reporter - I was speaking with a physician about a previous case he had in which he used inari¿s rev core device. This device is indicated for clearing out isr from venous stents. The doctor had previously placed a zilver vena in the patient¿s iliac vein. The stent had shut down and rethrombosed so he pulled rev core to try and open the stent again. After doing a few passes they realized the device had pulled out the stent entirely. The doctor does not fault our stent, only the rev core device. I wanted to report this as a cautionary message for rev core users. The stent placement was so long ago he does not know which zilver vena it was. I asked for images from the case and hope to hear back from him.